Manufacturer narrative:
In this MDR, bd corporate headquarters in (B)(4) has been listed in report. As greater (B)(4) an OEM manufacturing site. Date of event: unknown. The date received by manufacturer has been used for this field. Investigation: 1 sample was returned to sbdm together with a vial. Gray color fm was found inside the syringe. Sbdm analysed the fm, the fm looks like the same color as the cap of vial, initial assessment is that the fm is rubber detached from cap of the vial. Infrared spectrometry test result show that the fm in the syringe is similar to that of the rubber in the cap of vial. House sample inspection - sbdm inspected 25 pcs of same lot house sample, there is no abnormality in them. DHR review - sbdm reviewed the manufactured record of the complaint sample lot 1711302 and concluded there are no issues during manufacturing. Customer complaint review - sbdm investigate complaint trend and there are no same issue of the same product (50 ml 18g x 1-1/2 lot no. 1711302) from other customer. Root cause: the fm is most likely due to the rubber in the cap of vial was detached when the user had injected a syringe in the vial. The detached rubber fragment then flow into the syringe. Conclusion: based on investigation result of the complaint case, fm (rubber fragment) in the syringe, the fm is most likely due to the rubber in the cap of vial was detached when the user had injected a syringe in the vial. The detached rubber fragment then flow into the syringe.

Event description:
It was reported during use of the bd¿ syringe with needle there was evidence of foreign matter. No further information. There was no report of injury or medical intervention.